Event description:
It was reported that the device went to elective replacement indicator early and the device only lasted 4.4 years. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed battery voltage - pre/approaching eri. The daily battery voltage trend data in save to disk file (B)(4) shows battery = 2.89 to 2.64 volts between (B)(6) 2012 and (B)(6) 2012 and is before device recommended replacement time (rrt) <= 2.62 volt.

Manufacturer narrative:
Evaluation summary: a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.